Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative scoliosis of the lumbar spine; multilevel stenosis most severe at the l4-l5 level but additionally at l2-l3 and l3-l4; up-down stenosis with foraminal narrowing bilaterally, severe at the l5-s1 level. The surgeon proposed a multilevel decompression and stabilization due to the instability and severe arthritic changes in the mid to lower lumbar spine. She underwent a surgery using the reported rod and autologous iliac crest bone graft with demineralized bone matrix. On an unknown date, post-op, patient experienced pain and bone grinding on her left lower back. On (B)(6) 2019, it was confirmed by x-ray that the rod had fractured at l5-s1. Her physician is recommending an additional surgery to remove the rods on both side and replace them, in addition to anterior/posterior bone grafting.

Manufacturer narrative:
X-ray results received: l2-iliac fusion post-op x-rays were provided. There is a rod fracture at left l5-s1. The rods have an interesting contour at the lumbosacral transition. No lateral film is available for review. There does not appear to be much of a lateral fusion mass. If information is provided in the future, a supplemental report will be issued.